Event description:
Reference number (B)(4) event occurred in hong kong it was reported that the patient faced an event where the steel needle was broken in the right lateral thigh on (B)(6) 2025. Infusion set was used for 3 days. Patient was still in the hospital for sugery to remove the needle. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: hong kong

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6007986 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the steel cannula is missing upon removal from the infusion site (broken needle). Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 static pull according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6007986 was manufactured according to the wi version 97 and packaging in the machine 14, on 03/jul/2024, with a total of (B)(4) units. Welding: the lot 4f05593 was assembled according to the wi version 34 on-line inspection for assembly on 03-jul-2024, with a total of (B)(4) units each. The lot 4f05594 was assembled according to the wi version 34 on-line inspection for assembly on 03-jul-2024, with a total of (B)(4) units each. Gluing of connector: the lot 4f05600 was assembled according to the wi version 37, machine/line 03 on 02-jul-2024, with a total of (B)(4) units each. The lot 4f05601 was assembled according to the wi version 37, machine/line 03 on 03-jul-2024, with a total of (B)(4) units each. The lot 4f05602 was assembled according to the wi version 37, machine/line 03 on 04-jul-2024, with a total of (B)(4) units each. Molding: the lot 4f05203 was assembled according to the wi version 36, molder ls18 on 01-jul-2024, with a total of (B)(4) units each. The lot 4f05201 was assembled according to the wi version 36, molder ls19 on 01-jul-2024, with a total of (B)(4) units each. The lot 4f05460 was assembled according to the wi version 36, molder ls18 on 02-jul-2024, with a total of (B)(4) units each. The lot 4f05459 was assembled according to the wi version 36, molder ls19 on 02-jul-2024, with a total of (B)(4) units each. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 24/jun/2025 against malfunction code steel cannula is missing upon removal from the infusion site (broken needle) and lot 6007986 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on the visual inspection for reference samples, no harm reported, no non-conformance (nc) raised during production, no other complaint received on the lot in question and reported malfunction. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.